Manufacturer narrative:
The pump has not been requested for return to animas at this time. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 10/19/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/02/2015 with the following findings: the black box starts on (B)(6) 2015. Due to continuous use of the pump, the black box data and histories for the event have been overwritten. The available pump history was reviewed and no evidence of battery life issue was observed. The battery voltages in the available black box were within normal specifications. The pump¿s current draws all measured within specification. A battery life issue was not duplicated during testing. The available total daily doses added up correctly and reflected the users programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering accurately and within range. The pump cover was removed and no intermittent connections or moisture damage was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging that on an unspecified date the patient experienced a blood glucose of 485 mg/dl with symptoms of atypical thirst and nausea, which the reporter indicated may have been related to a recent short battery life issue with the pump. The patient reportedly did not receive any treatment above and beyond the usual routine of diabetes care and management and remained on the pump. The pump history was reviewed, which indicated that the pump battery life was within the expected range. No pump defects were found during troubleshooting. This report is made based on the allegation that the patient experienced hyperglycemia of unclear cause while using insulin pump therapy.